Event description:
The customer reported the collimator was not centered. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a collimator calibration. The system operates as intended.